Event description:
The patient reported she had high glucose levels but was unable to see the actual glucose levels on her dexcom cgm (continuous glucose monitor) or omnipod controller as the controller will only displays "high" if the blood glucose is 600 mg/dl or higher, and dexcom cgm displays only "high" if blood glucose is 400 mg/dl or higher. The patient confirmed that the pink slide on the pod had moved forward, but the pod cannula was not inserted into the skin during wear. There was slight redness at the pod site, but no insulin leakage. After removing the pod, the cannula was found bent. The patient was advised to change the pod and use a finger stick to check her glucose levels. She later went to the hospital on (B)(6) 2025 due to high glucose levels, experiencing symptoms of nausea, dizziness, frequent urination, and excessive thirst, and was diagnosed with mild diabetic ketoacidosis (dka). Treatment included intravenous (IV) fluids, insulin, blood work, and close monitoring. The patient was discharged 2 days later on (B)(6) 2025.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.